Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No pump errors 64 or 4 were noted during testing. No unexpected blank displays or unexpected insert battery, low battery, replace battery, replace battery now, battery failed, or power loss errors were noted during testing either. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump failed self test. Customer stated they received insulin pump error alarm. Customer were able clear the alarm and were able to complete rewind. Customer stated they received replace battery alarm as well. The customer stated battery was not replaced after the low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.